Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil into the target vessel using the lantern; however, the physician was not satisfied with the placement of the ruby coil. Therefore, the ruby coil was removed, rinsed in saline and repositioned in the introducer sheath. While attempting to reinsert the ruby coil into the lantern, the ruby coil became stuck and would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 16.0 cm, 97.0 cm and 112.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. The introducer sheath was stretched approximately 3.0 cm from its proximal end. Conclusions: evaluation of the returned ruby coil revealed kinks on the pusher assembly and stretching on the introducer sheath. If the device is manipulated at extreme angles during use, the pusher assembly may become kinked. Subsequently, if the kinked pusher assembly is advanced through the introducer sheath, resistance may be encountered and damage such as introducer sheath stretching may occur. This stretching on the introducer sheath may have contributed to the reported ruby coil becoming stuck within its introducer sheath during advancement. During functional testing, the ruby coil was able to advance through its introducer sheath and a demonstration lantern with resistance due to the kinks on the pusher assembly and stretching on the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.